Manufacturer narrative:
Doctor did not experience any malfunctions with the g-lix grasper. Pt vomited in the recovery room likely re-precipitated bleeding after hemostasis was achieved. Intra-operatively. The device performed as intended. Doctor believed superficial artery in inner stomach wall was nicked while grasping the tissue. Bleeding is clearly identified as a potential complication in the device instructions for use. Device not returned for eval.

Event description:
Pt underwent trans-oral endoscopic procedure to place tissue plications within the stomach. Bleeding was noted at the site of one of the plications during the procedure. Hemostasis was obtained with use of endoscopic injection of epinephrine during the procedure. Procedure was successfully completed. Post-procedure pt vomited blood in recovery room. Hemoglobin dropped from 12gms pre-procedure to 8gms hemoglobin after the procedure. Pt was transfused with 2 units of prbcs post-procedure and kept over an additional day for observation. Hemoglobin remained stable, and repeat endoscopy revealed no active bleeding. Pt was discharged without further incident or need for any other intervention.